Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received external ram crc error and unexpected restart. A cold reset was performed. The customer¿s blood glucose level was unknown. Customer stated that they received pump error for multiple times. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test. However external ram crc error was found in history file noted.